Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain(breast) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, pain(breast).

Event description:
Patient reported "rupture", "pain, discomfort" and "rashes and nothing shows up in blood work" which are ndr, confirmed via CT scan, "boobs feel heavy, dropped, fluid in breast and arms, neck pain, something was wrong with brain" which are ndr, "hot and painful" and "in and out of emergency room and unable to work". This record is for the left side. Device remains implanted.